Event description:
Patient undergoing radio frequency ablation of the right upper lobe lung mass. When tines were deployed, an error message was observed on the generator. When this occurred the device was removed immediately. A new device was used, and the procedure was completed without further incident. Follow-up chest x-ray the next day, revealed 4 tines still in the tumor. According to radiologist "four linear 1-2 cm metallic fragments are noted in the tumor. These almost certainly represent severed tines from the radio frequency ablation probe used to treat the tumor. The findings strongly suggestive of radio frequency ablation probe failure with severance of the ablation probe tines and retention of the probe tine fragments in the tumor."